Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 40 mg/dl, and the meter bg reading was 171 mg/dl. No additional patient or event information was available. Reportedly, the customer calibrated the cgm when readings were not present. A replacement sensor was sent to the customer.